Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additionally, patient reported "badly infected". Healthcare professional reported "a small yellow nodule, grossly consistent with fat necrosis" noted on pathology report. Device has been explanted.

Event description:
Healthcare provider reported left side "severe capsular contracture." Baker grade unknown. Patient additionally reported left side infection. Healthcare professional reported "a small yellow nodule, grossly consistent with fat necrosis". Device has been explanted.

Manufacturer narrative:
Further investigation findings: for (B)(6)2016 sample g008 for microbial surfaces monitoring was found above the acceptance criteria. This event was addressed through qms # 324530. A product risk assessment was documented, and it was defined that the event did not add additional risk to device quality or performance. All the other environmental monitoring results for (B)(6)2016 complied with the acceptance criteria. Bioburden testing results for the mar 2016 were found to be acceptable. The review of the sterilization records demonstrated acceptable results therefore no training revision was required for this process. The complaint listing report indicates that there were no other records related to this event for units manufactured on work order 2881872 and sterilized under sterilization run 30022572. A review of all infection complaints for tissue expander was performed for the period from mar 2019 through feb 2021 and indicates that one month is out of control limit (dec 2019). Prs 2205255, 2245702, 2320484 and 2318323 were involved in dec 2019. An additional investigation was performed to determine any patterns or similarities related to these records. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30022572 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for tissue expander implants for the period of (B)(6)2019 through (B)(6)2021, was noted an outlier in dec 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare provider reported left side "severe capsular contracture." Baker grade unknown. Device remains implanted.